Manufacturer narrative:
The reportability was reassessed and found to no longer require submission - aesculap is not the legal manufacturer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a pas-port proximal anastomosis device. According to the complaint description the tokens couldn´t be activated during surgery. Currently the patient harm is unknown. The malfunction is filed under aag reference (B)(4).